Event description:
A consumer reported that following bilateral intraocular lens (iol) implant procedures, she has experienced diplopia and fluorescens lighting hurts her eyes. She was diagnosed with strabismus prior to her implant procedure, has been to 7 different doctors and was prescribed prism for her glasses. In a f/u, the second surgeon reported the pt experienced glare and distortions. The lens was exchanged for another lens model.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was received. (B)(4).